Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-04. H6: investigation summary. Bd received 3 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced tube push off nonpatient end needle. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated "there was tube push off with a frequency of about 40%, which must be supported by hand. It is not easy to operate in blood collection.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced tube push off nonpatient end needle. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated "there was tube push off with a frequency of about 40%, which must be supported by hand. It is not easy to operate in blood collection."